Event description:
It was reported that the arctic sun device was not cooling, possible mixing pump per biomed. Per follow up information received via email on 03jan2023, biomed would order mixing pump and replace onsite. Biomed would also complete 2000 hour preventive maintenance. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling, possible mixing pump per biomed. Per follow up information received via email on 03jan2023, biomed would order mixing pump and replace onsite. Biomed would also complete 2000 hour preventive maintenance. No patient involvement was reported.